Manufacturer narrative:
Surgical guide was incorrect causing implant to be placed in the wrong area. Dentsply sirona implants is not the manufacturer of the surgical guide.

Event description:
It was reported that a patient experienced a dental implant surgical issue. Surgical guide was incorrect causing implant to be placed in the wrong area.